Event description:
It was reported that a pump/gravity solution 'y' injection site interlink set leaked from a hole in the tubing. This occurred during priming with fluid from a hung bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available for evaluation. The reported condition was confirmed. Visual inspection revealed that the tube had a 2mm cut approximately 44cm below the chamber. No other test was performed. The cause of the reported condition is unknown. Should additional relevant information become available, a supplemental report will be submitted.